Event description:
It was reported that during a sleeve gastrectomy procedure, the reload is damaged. The metal bottom of the reload is bent and the orange drivers are falling out. It was noticed upon trying to load the stapler. The reload would not seat properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b reload was received unfired and in good visual conditions. In addition the pan was noted detached and bent at proximal right side. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.